Manufacturer narrative:
Additional information added to: d11****************************************

Event description:
It was reported that a covid patient was on keep vein open (kvo) status for an extended period of time and not getting the proper fluids/medications. Although requested, additional information was not provided.

Manufacturer narrative:
Initial and supplemental emdr did not document the patient and device codes as follows: patient code: 2199. Device code: 2964. Added: a1.

Event description:
It was reported that a covid patient was on keep vein open (kvo) status for an extended period of time and not getting the proper fluids/medications. Although requested, additional information was not provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a covid patient was on keep vein open (kvo) status for an extended period of time and not getting the proper fluids/medications. Although requested, additional information was not provided.